Event description:
The hcp reported that at last refill, the pump contained twice the expected residual volume. An xray of the catheter was taken and a possible kink was noted. The hcp planned to perform dye and rotor studies to clarify the situation. The patient has experienced increased pain. Additional studies included abdominal xray and CT myelogram, but results are unknown. Several attempts have been made to contact the hcp, but have been unsuccessful.